Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual and magnified inspection confirmed the reported defect, with a hair or fiber was contained on the manual add port. Under magnification, the hair or fiber was adhered/embedded to the manual add port plug and extended under the cover of the port. Based on the evaluation findings and that the port is supplied by a third party, the cause of the hair or fiber was determined to be the supplier process. A supplier corrective action was initiated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have hair present within the bag. The hair was discovered prior to release for patient use. No patient involvement or adverse events occurred. No additional information is available.